Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:59:27. During night drain cycle two, the patient's ultrafiltration reading was 2306ml, indicating the home patient drained 2306ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date: september 2013. The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. All returned homechoice devices receive a returned instrument testing evaluation (rite). An internal and extermal visual inspection was performed and both passed. This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.